Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side and the battery tube threads. The customer reported receiving a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed for the power loss alarm. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. ¿ the pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails) and broken tube threads cracked. Battery cycle 16.0 received the lowbatteryalert (104) on 07/18/2025 23:30:00 after more than 7 days at 7.05 days. Battery cycle 13.0 received the lowbatteryalert (104) on 07/11/2025 14:08:00 faster than expected at 6.64 days. Battery cycle 12.0 received the lowbatteryalert (104) on 07/04/2025 19:03:00 faster than expected at 0.0 days. In summary, customer alleged battery power loss confirmed. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.